Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 06-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 it was reported that the patient went to the hospital to have an unrelated surgery performed. The physician performing the surgery accidently cut the patient¿s catheter. There were no external/environmental factors that contributed to the issue other than the surgeon cutting through the catheter. It was unknown what diagnostic or troubleshooting was performed. The pump implanting physician said he would revise the catheter, but that procedure had not been scheduled yet because the patient was still recovering from his previous surgery. It was unknown if any other actions or interventions had been taken at this point outside of discussing a catheter revision. No patient symptoms were reported. The issue was not resolved at the time of this report, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive, no injury.¿ no further complications were reported/anticipated.